Event description:
Reporter stated that they discovered that the insulin cartridge chamber of the patient's device was full of insulin. Reporter stated that patient had also had elevated blood glucose levels (in the 300's [mg/dl]) for the past 24 hours, but patient had also been diagnosed with strep throat for which they are taking antibiotics. Reporter gave patient insulin injections to lower blood glucose. Reporter stated that they could not see any cracks in or leaking from the insulin cartridge.